Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pacemaker involved in this MDR was attempted to implant. After the leads were positioned, the ventricular lead was inserted into its corresponding pacemaker port and was confirmed that its connector pin was coming out approximately 1 mm from the connector block. The screwdriver was turned clockwise at the ventricular setscrew and the click sound was confirmed; however, no pacing spikes were confirmed even though the lead was confirmed to be fixed within the port by a pull test. The screwdriver was turned counterclockwise at the ventricular setscrew to disconnect the ventricular lead, which then was checked by a psa to reveal following proper lead measurements: threshold of 0.8v x 0.35ms, sensing of 6.8mv, impedance of 500ohm. The ventricular lead was then again inserted into its corresponding pacemaker port and the screwdriver was turned clockwise at the ventricular setscrew; however, no pacing spikes were confirmed and the lead came out from the port when a pull test was carried out onto the lead. A new pacemaker was implanted instead, and the implantation procedure was successfully completed without any further anomaly.